Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament vault suspension procedure in the pelvic floor sacrospinous ligament, performed on (B)(6) 2024. During the procedure and after deployment, the bullet stayed in the ligament and came off the suture. The bullet could not be palpated because it was deep in the ligament and was confirmed by intraoperative x-ray. The detached dart was left in place inside the patient and another capio slim was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament vault suspension procedure in the pelvic floor sacrospinous ligament, performed on (B)(6) 2024. During the procedure and after deployment, the bullet stayed in the ligament and came off the suture. The bullet could not be palpated because it was deep in the ligament and was confirmed by intraoperative x-ray. The detached dart was left in place inside the patient and another capio slim was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Block h10: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual analysis did not identify any damages/defect to the returned device. During magnification the carrier was inspected, and no sharp edges were detected. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results. A conclusion code of no problem detected was assigned to this investigation. Block h11: block d4 lot number has been corrected.